Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was "no", indicating that the generator was not at end of svc. Further follow-up revealed that pt's office visit prior to the 9/02 was on 3/02. In march, it was reported that pt was having clusters of 3 to 5 episodes involving a slow drop of the head, shallow breathing, and unresponsiveness which occurred usually in the morning following heavy breathing and hand ringing. Clusters would also happen in the afternoon and shortly before bedtime. Physician's notes from the pt's 9/02 office visit indicate that the pt seizes frequently, and has blank staring episodes with 4-7 cluster seizures. The pt has not experienced any general tonic-clonic seizures and no atonic falls to the floor. The pt has not been able to activate the device using the magnet, which was previously used to abort generalized tonic-clonic seizures. Because the pt's baseline seizure history is unknown, it is unknown if the pt is experiencing an increase in seizures. Lead break is suspected. X-rays did not reveal any discontinuities in the ncp system. Ncp system replacement is planned but not yet scheduled.